Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with corroded motorhome switch. No traces of moisture were noted at electronic assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners and reservoir tube window. Unit received with broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device did get a little wet and the it alarm after. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.